Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: overheating. Surgeon was doing a case when the light source went out. The failure identified in the investigation is consistent with the complaint record. The probable root cause is a broken jaw. A loose connection or a not fully seated light cable can cause the light source to back to stand by.

Event description:
It was reported that there was loss of light (image) during a procedure.